Event description:
Event verbatim [preferred term] stapedectomy revision [off label use], stapedectomy revision [device use issue], 50% of patients who received gelfoam in their revision stapedectomy had unsatisfactory results without mention of developing dead ear or sensorineural impairment [therapeutic product ineffective for unapproved indication], , narrative: this is a literature report for the following literature source(s): "revision stapedectomy: a review of 258 cases", the laryngoscope, 1981; vol:91 (1), pgs:43-51. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for stapedectomy. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "stapedectomy revision"; therapeutic product ineffective for unapproved indication (intervention required, medically significant), outcome "unknown", described as "50% of patients who received gelfoam in their revision stapedectomy had unsatisfactory results without mention of developing dead ear or sensorineural impairment". The patient underwent the following laboratory tests and procedures: audiogram: unknown reults, notes: units: db; unknown reults. The action taken for absorbable gelatin was unknown. The reporter considered "stapedectomy revision" and "50% of patients who received gelfoam in their revision stapedectomy had unsatisfactory results without mention of developing dead ear or sensorineural impairment" associated to absorbable gelatin. No follow-up attempts are possible. No further information is expected., comment: the events of off label use, device use issue and therapeutic product ineffective for unapproved indication are assessed as serious, associated with the product absorbable gelatin (gelfoam), and listed in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.

Manufacturer narrative:
Summary of investigation: an adverse event md/mdcp complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications are reviewed prior to release for distribution. The existing process controls are appropriate and acceptable. No trends were noted that would require additional investigation. No returned complaint sample was received. Final confirmation status: not confirmed. UDI-(if appl): (B)(4). Root cause analysis/identif :pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Corrective / preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated.the investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. There is no impact on medical device quality, regulatory, validation, or stability. No root cause or CAPA were identified as the complaint was not confirmed. Process control evaluation: existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications are reviewed prior to release for distribution. The existing process controls are appropriate and acceptable; medical device qop notification is not required. A review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. Other trend identified?: no. Other trend attachment: gelfoam trend - product use attributes - 05.16.2023.xlsx. Other trend assmt. & rationale: medical device trend analysis: the complaint history for products with the product category defined as absorbable material', 'delivery system' and 'topical' has been reviewed. The following parameters were used: -product category: absorbable material, delivery system, topical -time period: 01may2020 _ 16may2023 -complaint class: product use attributes -investigating site: pfizer kalamazoo. Use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by responsible site notification date. The reports captured were evaluated by the sub-class of performance not as indicated in label,' and it was determined that during the months of april and may of 2023, there was an increase in complaint volume due to the literature study. No trend was observed that would require further investigation. Medical device component trend: a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. Return sample evaluation: pfizer kalamazoo quality operations did not receive a returned sample for evaluation.

Event description:
Event verbatim [preferred term]: stapedectomy revision [off label use], stapedectomy revision [device use issue], 50% of patients who received gelfoam in their revision stapedectomy had unsatisfactory results without mention of developing dead ear or sensorineural impairment [therapeutic product ineffective for unapproved indication], , narrative: this is a literature report from product quality group for the following literature source(s): "revision stapedectomy: a review of 258 cases", the laryngoscope, 1981; vol:91 (1), pgs:43-51. A patient (no qualifiers provided) received absorbable gelatin (gelfoam), for stapedectomy. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: off label use (intervention required, medically significant), device use issue (intervention required, medically significant), outcome "unknown" and all described as "stapedectomy revision"; therapeutic product ineffective for unapproved indication (intervention required, medically significant), outcome "unknown", described as "50% of patients who received gelfoam in their revision stapedectomy had unsatisfactory results without mention of developing dead ear or sensorineural impairment". The patient underwent the following laboratory tests and procedures: audiogram: unknown reults, notes: units: db; unknown reults. The action taken for absorbable gelatin was unknown. Investigation results received on 18may2023. Summary of investigation: an adverse event md/mdcp complaint was received for an unknown lot of gelfoam. Review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. Existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications are reviewed prior to release for distribution. The existing process controls are appropriate and acceptable. No trends were noted that would require additional investigation. No returned complaint sample was received. Final confirmation status: not confirmed. UDI-(if appl): (B)(4). Root cause analysis/identif :pfizer kalamazoo quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer kalamazoo site. Impact analysis: regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, the final determined scope and the inability to determine a root cause for the reported complaint, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There is no impact to the quality of the lot. Corrective / preventive action: investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. The details of the reported complaint have been forwarded to the kalamazoo mdcp team for review. A review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Conclusion: the complaint for 'adverse event md/mdcp' for an unknown batch of gelfoam sponge was investigated.the investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. There is no impact on medical device quality, regulatory, validation, or stability. No root cause or CAPA were identified as the complaint was not confirmed. Process control evaluation: existing process controls, such as use of a specific validated formulation recipe and automatic recording of all weights and identities of raw materials, documentation and verification of critical formulation, processing, and sterilization steps, and final release testing of each batch to assure that it meets all internal targets and registered specifications are reviewed prior to release for distribution. The existing process controls are appropriate and acceptable; medical device qop notification is not required. A review of aprr for the products and timeframe in scope did not find any issue relating to the reported complaint. Other trend identified?: no. Other trend attachment: gelfoam trend - product use attributes - 05.16.2023.xlsx. Other trend assmt. & rationale: medical device trend analysis: the complaint history for products with the product category defined as absorbable material', 'delivery system' and 'topical' has been reviewed. The following parameters were used: -product category: absorbable material, delivery system, topical -time period: 01may2020 _ 16may2023 -complaint class: product use attributes -investigating site: pfizer kalamazoo. Use of the product category of 'absorbable material' was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of 'delivery system' was used to capture complaints received within the current database. The results of the above query were evaluated by responsible site notification date. The reports captured were evaluated by the sub-class of performance not as indicated in label,' and it was determined that during the months of april and may of 2023, there was an increase in complaint volume due to the literature study. No trend was observed that would require further investigation. Medical device component trend: a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. Return sample evaluation: pfizer kalamazoo quality operations did not receive a returned sample for evaluation. No follow-up attempts are possible. No further information is expected. Follow-up (18may2023): this is a follow-up report from product quality group providing investigation results. No follow-up attempts are possible. No further information is expected., comment: the events of off label use, device use issue and therapeutic product ineffective for unapproved indication are assessed as serious, associated with the product absorbable gelatin (gelfoam), and listed in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received.